Event description:
On (B)(6) 2026, it was reported that (B)(6) stated an inclusive tapered implant failed. On (B)(6) 2023, the 53 year old, male patient presented for implant placement on tooth position #4. The patient has a history of smoking and bruxism, his bone quality was reported as type ii and the oral hygiene as fair. On (B)(6) 2026 the patient presented for examination and the doctor noted the patient had pain and inflammation. The doctor determined that the implant lost osseointegration and was explanted the same day. The patients symptoms resolved after implant removal and there was no permanent patient injury. The patient required bone grafting and no replacement implant was placed.

Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #: (B)(4).